Event description:
It was reported that while in thyroid surgery the nim was giving seemingly random excessive noise. The site had tried swapping out whole nim systems and pi boxes (1nr3-4440) and experienced the same issue. Ts had site do electrode check to find that only one channel for the emg tube was failing. Ts recommended checking placement of tube and making sure that no part of the tube/electrodes are bent. Site was near end of surgery and so did not want to swap out emg tubes. System was also sounding normal by time of phone call so ts was unable to troubleshoot much further. No impact on patient outcome. There was no surgical delay.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.